Event description:
The manufacturer received information alleging a ventilatory had no display. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation of a ventilator having no display. The device was not in patient use. During the investigation of the device, the customer's complaint was confirmed. The lcd screen was replaced to address the issue. The device had evidence consistent with phsyical damage.